Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) display, batteries, ac reel. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.